Manufacturer narrative:
Other applicable components are: product ID: 3888-28, lot# l42590, implanted: (B)(6) 1997, explanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had the first implant placed in 1997, but it was a single lead and now the patient had a different lead. The patient had it in front below the waistline and this implantable neurostimulator (ins) was moved to the back. The leads were longer and it had to be moved to the back. The patient was not getting good coverage with the older lead and the new lead should help with this. Coverage was only in one area. It was moved to the back because longer leads had to run to front to back. A replacement of the ins was done for normal battery depletion and the patient was not getting good coverage with it anyway. Relevant medical history included failed back surgery syndrome.